Manufacturer narrative:
Qa (quality assurance) investigation result was rec'd on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and review by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis [arthritis]. Case description: spontaneous report was rec'd on (B)(6) 2013 (add'l info was rec'd on (B)(6) 2013) from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml, route and frequency not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt was administered with second synvisc injection. On the same day, several hrs later, the pt developed arthritis and synvisc was permanently discontinued. On (B)(6) 2012, the pt recovered from the event of arthritis. It was reported that the pt had no symptom of arthritis since recovery. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible.